Event description:
It was reported that during an interventional procedure to the middle right coronary artery, the narrow, heavily tortuous, heavily calcified lesion was predilated with a 2.5 x 12 mm rx voyager and a 3 x 10 mm non-abbott balloon. Neither the 3 x 15 mm rx zeta nor the 3 x 13 mm rx zeta were able to cross the lesion. There was resistance on advancement of the 3 x 15 mm rx zeta and the hypotube separated during advancement. Both stents were removed uneventfully. A non-abbott stent was able to be deployed successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms, choice pt extra support; guide cath: medtronic 3.5. Evaluation summary: evaluation of the returned multi-link rx zeta stent delivery system (sds) was returned with blood and contrast on the balloon and on the shaft. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. These observations are consistent with the reported information that the device was advanced in the anatomy but not used. The distal tip length and crimped stent outer diameter measurements met manufacturing criteria. The hypotube (proximal shaft) and jacket were separated 25.7 centimeters (cm) distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket material was stretched at the separation, which is consistent with ductile overload at a bend or kink. Once the metallic hypotube is kinked, additional force or handling can cause shaft separation. There were multiple kinks throughout the sds (distal shaft and hypotube) which is consistent with handling when resistance is met during use or post-procedure packaging for return. Based on the returned product analysis and reported information, the reported complaint and observed damages appear to be related to operational context. The challenging lesion characteristics (narrow, heavily tortuous, heavily calcified lesion) likely contributed to the reported failure to advance. Device damage (such as shaft kinks) are typical and expected when meeting resistance during advancement, and additional force or handling likely contributed to the reported hypotube separation. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating that all lot release testing results met specification. A query of the complaint handling database revealed no other incidents for the reported lot. Therefore, there is no indication of product quality deficiency. All stent delivery systems are inspected for shaft damage, stent damage and proper crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to lot release to verify crimped stent outer diameter and stent dislodgement force.